Event description:
Patient experienced intercostal nerve pain due to the placement of the sense lead. Surgery was performed on (B)(6) 2020 to reposition the sense lead tip. This resolved the patient's issue.